Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported a problem with x-ray. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, simulation, system history, and system log files. During the onsite service intervention, a defective cooling unit was identified and replaced as part of service activity. The flat detector ( fd) -cooling unit is operating permanently to maintain fd temperature and thus optimal image quality right after switching on the system. Depending on the actual temperature of the fd, radiation may be blocked immediately when the system is turned on or may be temporarily possible until the fd temperature leaves the specified range and then blocked. In this case, the coolant level in the tank was too low to feed the pump through the corresponding outlet on the coolant tank to maintain circulation. This caused the fd temperature to go outside the specified range and consequently blocked x-ray imaging. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.